Manufacturer narrative:
The device was received for evaluation, and no damages or deficiencies were observed that would contribute to the reported dislodged cannula. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. The adhesive pad and welds were also inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue and dislodged cannula could not be determined.

Event description:
It was reported that the patient¿s blood glucose level rose to 23 mmol/l (414 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated that there was leaking at the pod site resulting in the adhesive separating from their hip/buttocks and the cannula dislodging. The reporter stated when the pod was removed there was blood on the adhesive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.